Manufacturer narrative:
Investigation summary: the affected device was received for evaluation. The device was missing some screws, the lcd was blank, the led lights were broken, and the reservoir gasket was worn out. After visual inspection the reservoir was filled with water, the temp check e5581 was attached, the line cord was plugged in, and the power turned on. The customer's complaint of no temperature display was confirmed, and the root cause was determined to be the damaged pcb. No action was taken due to the condition and age of the device. It was deemed beyond economical repair and will be scrapped. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that there was no temperature display. The event occurred during preventative maintenance. There was no patient involvement and no patient harm/adverse event reported.